Event description:
A report was received that the patient¿s stimulation was no longer working after a non-device related fall. It was also reported that the patient¿s ipg had been depleting. The patient also felt hotness coming from the ipg, and the physician could not confirm if the fall caused this. The patient underwent an ipg replacement and was reportedly doing well after the procedure.

Event description:
A report was received that the patient's stimulation was no longer working after a non-device related fall. It was also reported that the patient's ipg had been depleting. The patient also felt hotness coming from the ipg, and the physician could not confirm if the fall caused this. The patient underwent an ipg replacement and was reportedly doing well after the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg temperature was monitored while the stimulation is on. The ir camera didn¿t detect any hot spots. The battery is depleting its charge at a rate of 7 mvdc per day, with the stimulation turned off. This rate is within the expected range. The device exhibits normal device characteristics.